Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 200 units of insulin. Subsequently, the customer did not remove the air from the cartridge. The customer's blood glucose level was 184 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.